Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to experiencing diabetic ketoacidosis (dka). The customer's blood glucose value was over 500 mg/dl. Customer administered manual injections to address bg/dka. Customer was released from the hospital at an unknown time with no permanent damage. The customer declined to provide additional information regarding the issue.